Event description:
It was reported that immediately following the implantation of the subject pacemaker, the battery impedance was high (1.5 kohms), the ventricular lead had impedance values above 3000 ohms, and failure to pace and sense was revealed. Due to these issues, a re-intervention was performed. During the procedure, the ventricular lead was confirmed to be properly connected during a pull test and visual inspection; the lead was disconnected and tested and no irregularities were identified to the measured parameters. The device was returned for analysis.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.